Event description:
It was reported that during a device interrogation there where question marks in the display and a message that states there may be invalid data in histograms. Both atrial and ventricular leads impedances had decreased since implant. A power on reset due to radiation therapy was noted. The patient is currently undergoing radiation therapy in the area of their chest. The patient returned to the clinic after radiation and the device was reprogrammed back to original settings. The device and leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.